Event description:
It was reported that the light is not working. It was further reported that the unit experienced an e-1 error.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.